Event description:
It was reported the lead was explanted and replaced due to low r-waves (2.5 mv) and undersensing. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead was explanted and replaced due to low r-waves (2.5 mv) and undersensing. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Lawsuit alleges patient suffered injuries relating to defective fidelis leads including, but not limited to, being shocked by the defibrillator multiple times without cause. Patient has experienced and/or is at risk of experiencing serious and dangerous side effects including but not limited to painful electric shocks to the heart, phantom fears/pain/shocks to the heart and/or failure to deliver necessary shock(s) to the heart, cardiac arrest, death, and/or such other side effects as shortness of breath, shakiness, headaches, dizziness, pale skin color, sweating, need for subsequent surgery to remove or replace the defective device, physical pain and mental anguish. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors. Lead evaluation summary: (B) (4) no anomalies found; distal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors. Lead evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking (esc), the outer tubing had non-electrical esc breach, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.